Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer onsite to evaluate the device in question. The rse indicated during an evaluation of the system that a device restart resolved the customer issue of freezing. The true cause of the device issue could not be confirmed due to the device being at end of service. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting address state (B)(6).

Event description:
This report is based on information provided by our philips complaint handling team. Philips received a complaint on the hemodynamic systems indicating the system ECG freezes while in use. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.